Event description:
N/a.

Manufacturer narrative:
Device identifier 10381780267959. The device was returned for evaluation. No issues observed. Unit cleaned per protocol. With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit will function properly. The device history record showed no abnormalities related to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was not confirmed. Root cause is unknown.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a a2079 mayfield infinity xr2 base unit had exhibited movement during a case. Additional information was received from the customer on 08jul2019 that the issue occurred at the end of the deep brain stimulator lead placement procedure while closing the incision on (B)(6) 2019. There was no delay of procedure and no revision/medical intervention required due to the product problem.